Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) causing a loss of cardiac resynchronization therapy (crt) pacing. The lead was reprogrammed and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.